Event description:
It was reported that the device was used during a gastrojejunostomy procedure. It was reported by the rep that a phone mail was rec'd by the surgical services manager stating that she rec'd a report of a misfire of the tlc55 instrument. The surgical services manager believes a new tlc55 was brought in to complete the case. There was no pt consequence.